Event description:
The graft inserter malfunctioned as the inserter arms disengaged and the rivet holding the arms together broke off when the graft was tapped at the end by a mallet as well as gripped at the end of the graft. This happened in 2 incidents from the same lot (p0902). No adverse effects occurred in the operating environment, and no injury to the pt occurred as reported by the customer.